Event description:
Additional information received: occurred during testing and no patient involvement.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good condition. The review of event history log could not be downloaded. Functional testing included use testing. The pump was powered on and it immediately alarmed error code ec 1720. Ec 1720 which is an issue with the back-up capacitor. The customer's reported problem 'ec 1720' was able to be duplicated. Based on evidence, the complaint was confirmed. The root cause was attributed to the pump's back-up capacitor.

Event description:
Information was received indicating that this ambulatory infusion pump gave error code 'lec 1720'. No adverse effects were reported.